Manufacturer narrative:
Summary evaluation: the iab was received intact for evaluaiton with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab was also returned. The sheath was not in place over the catheter tubing. The sheath and catheter were measured and found to be within datasacope's manufacturing specifications. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a laboratory 60cc. Syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned 10 french, 11 inch sheath without any difficulties.probable cause of difficulty: no defects were found in the folded membrane or in the returned sheath based on the examination. It was not possible to verify the reported difficulty in the lab. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The doctor had difficulty passing the dilator through the sheath. He was then unable to pass the iab through the sheath. The iab was removed and another iab was used. The problem appeared to be sheath related. As a result of the event, the patient's artery was injured and surgical repair was required. (Event complications: injury to artery/surgical repair - ) reported 12/3/97. (Pt's current status: unk - rpt'd 12/3/97.)